Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse replaced the power cord reel (0012-00-1688-21). The unit was recognizing ac input and was charging within manufacturer specifications. The iabp passed all functional testing and was released to the customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) ground pin is broken off the plug, battery was not charging. There was no harm reported.